Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. The outer tubing overlay was breeched cut and there was blood/body fluid noted. The inner tubing was kinked/buckled. The outer insulation had a cosmetic environmental stress crack and a cosmetic depression. There was also blood in/on the helix mechanism.

Event description:
It was reported that the right ventricular lead had an acute bend in the lead and exhibited increased impedance, decreased sensing and increased threshold. The lead was explanted and replaced. No patient complications were reported as a result of this event.